Manufacturer narrative:
Product analysis: visual examination of the ibt confirmed the expandable balloon has been pulled away from the tube/shaft on the ibt and the other still has the balloon attached.it appears the tube/shaft the ibt has been cut in half due to some complications during surgery. Product cannot be functionally tested/analyzed in the returned state. The root cause of failure and damage is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at l3 due to vertebral compression fracture. Intra-op, when time came to remove balloon from vertebral body the balloon would not deflate. The surgeon deflated the balloon using a long needle to puncture balloon. When the surgeon attempted to remove the balloon, part between radiopaque markers broke off from the shaft of the balloon leaving that part in vertebral body. The surgeon proceeded to stabilize body with cement. The procedure was successfully completed with the original product. As per the surgeon, the patient was ok after the procedure.